Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) level of 69 mg/dl. The customer was uncertain of the cause. The customer consumed food to address their bg level. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted 396 mg/dl. The customer stated they did not believe their elevated bg was related to the malfunction but were uncertain of the cause. The customer stated they use humalog insulin and change the cartridge every 3 days. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was resumed. Reportedly, the customer would use the current pump for insulin therapy but also has manual injections available.